Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery to support the 67 year old male patient who had been admitted in for a high risk percutaneous coronary intervention (hrpci) due to known coronary artery disease. After the hrpci the patient was sent to the ICU still on the pump support and the team observed signs of hemolysis in the ICU. The team observed "bloody urine", and they treated the hemolysis with volume, blood products infused, and planned explant. The patient's anticoagulation was noted to be supratherapeutic per the ptt lab draw. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemolysis/mechanical interaction with blood: the cause of the mechanical interaction with blood was not determined due to no product returned, inconclusive data log review, and insufficient clinical review.